Event description:
In 2007, it was reported that an icp catheter was inserted into a patient and the monitor showed a flat line and no pressure was detected. A second monitor was used that still displayed no pressure. The catheter was removed and a new catheter was inserted into the patient. Upon connection, both monitors properly displayed a pressure line. Device is available for return and evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.